Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon clamped the tissue and pushed the green button, he tried to squeeze the handle, but the knife did not advance. They replaced the cartridge with a new one and connected to the original handle to complete the case and resolve the issue. The surgical time was not extended, there was no tissue damaged, the product did not lock on the tissue, there was no bleeding occurred and nothing fell into the patients cavity. There was no patient injury reported. The current status of the patient is no problem.